Event description:
It was reported when using the bd smartsite¿ needle-free connector, the device experienced clogged/blocked/occluded. The following information was provided by the initial reporter. The customer stated: during normal infusion, it was found that the needleless closed interface was blocked and the infusion was not possible. Replace the sterile closed infusion connector in time without harming the patient.

Manufacturer narrative:
Investigation summary: the details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21055007 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Although a definitive root cause could not be determined, previous investigations have determined that features on the surface of the male luer of the connecting products may contribute to occlusions of this nature. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e china product in the past 12 months.

Manufacturer narrative:
Investigation summary: the details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21055007 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Although a definitive root cause could not be determined, previous investigations have determined that features on the surface of the male luer of the connecting products may contribute to occlusions of this nature. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e china product in the past 12 months.

Event description:
It was reported when using the bd smartsite¿ needle-free connector, the device experienced clogged/blocked/occluded. The following information was provided by the initial reporter. The customer stated: during normal infusion, it was found that the needleless closed interface was blocked and the infusion was not possible. Replace the sterile closed infusion connector in time without harming the patient.